Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recx0136 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that the catheter was placed in the femoral artery of this patient in (B)(6) 2020. No blood was drawn out prior to infusion to be conducted on (B)(6) 2021. Pulled out the catheter slowly for evaluation and found that fluid leaks occurred with two points between the scale 45-48 cm. The patient did not experience any discomfort, such as limb swelling and pain. No other information was provided.

Event description:
It was reported that the catheter was placed in the femoral artery of this patient in (B)(6) 2020. No blood was drawn out prior to infusion to be conducted on (B)(6) 2021. Pulled out the catheter slowly for evaluation and found that fluid leaks occurred with two points between the scale 45-48 cm. The patient did not experience any discomfort, such as limb swelling and pain. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed between the 44cm and 48cm depth markings. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture sites which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-sections (a result of repeated kinking of the tubing). Multiple kink impressions were observed in the vicinity of the splits. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.